Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,500 ohms. Approximately two weeks later, this pacemaker and the right atrial (ra) lead triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,500 ohms. Technical services (ts) discussed possible lead crush as the leads triggered the lss one after the other. Noise with oversensing was observed on both lead channels, and some of this noise appeared to be unipolar oversensing. The noise with oversensing on the rv channel also appears to have correlated with a pause of approximately seven seconds. Minute ventilation (mv) sensor oversensing was noted on the rv channel, as well. The patient also experienced lightheadedness and loss of consciousness. This pacemaker and ra lead were explanted, the rv lead was surgically abandoned, and a new system was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,500 ohms. Approximately two weeks later, this pacemaker and the right atrial (ra) lead triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,500 ohms. Technical services (ts) discussed possible lead crush as the leads triggered the lss one after the other. Noise with oversensing was observed on both lead channels, and some of this noise appeared to be unipolar oversensing. The noise with oversensing on the rv channel also appears to have correlated with a pause of approximately seven seconds. Minute ventilation (mv) sensor oversensing was noted on the rv channel, as well. The patient also experienced lightheadedness and loss of consciousness. This pacemaker and ra lead were explanted, the rv lead was surgically abandoned, and a new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Investigation of the available information determined this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. In addition, it was determined that this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Please see the description for more information regarding the specific circumstances of this event.